Event description:
Event reported by attorney. The legal complaint states the following; plaintiff received the products via surgical implantation at (B)(6) hospital in (B)(6) on (B)(6) 2010. After implantation, plaintiff began experiencing severe complications attributable to the products. More specifically, the complications affecting plaintiff include, but are not limited to, chronic pain, excessive bleeding, infection, mesh erosion and erosion and destruction of vaginal tissue warranting the need for additional surgical intervention.